Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. The device was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The unit connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. No unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing either.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the self-test was failed. The customer blood glucose level was 111 mg/dl. Customer also reported that insulin pump receive failed battery failed alarm. Customer reports they did receive a sensor updating or sensor glucose not available alert. Insulin pump will not be returned for analysis.